Event description:
It was reported that the patient experienced a fever and developed a blood clot around their paddle following a revision procedure on (B)(6) 2022. As a result, the entire system was explanted and the patient's symptoms reportedly resolved following the explant.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.